Event description:
While ligating a vessel with the reprocessed ligasure device, the surgeon stated that the device was not ligating the vessel. Another ligasure device, brand-new, was then opened and used without issues.